Event description:
As reported in a text message received by regional oncology specialist by surgeon: "this patient who had a stanmore put in...in 2014. He has reached maximal expansion and unfortunately this happened over the weekend (x-ray images show a broken femoral stem). Going to revise this to a stryker adult hopefully tomorrow (B)(6) /2020). Update (B)(6) 2020 - during clinician review, it was reported that the bone near the resection had massive resorption, osteolysis and radiolucency. Pr 2427868 was created to investigate loosening at the resection level (collar).

Manufacturer narrative:
Reported event an event regarding loosening involving a jts distal femur was reported. The event was confirmed by medical review. Method and results visual inspection intraoperative pictures of jts distal femur pin 18932 were received, showing the device in situ and subsequently explanted. In the picture showing the device still in situ, it is possible to notice mainly the shaft and part of the femoral component and the collar. Visual inspection of the picture showing the explanted device confirmed that the femoral stem fractured. No damage or non-conformity relevant to the reported event was identified in all the other components. Clinician review: the x-rays provided showed the bone near the resection had massive resorption, osteolysis and radiolucency, and the femoral stem clearly showed a horizontal fracture line at the middle of the stem which confirms the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 28 oct 2014 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: an event regarding loosening involving a jts distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as pre-operative x-rays and the primary operative report as well as retrieval analysis are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
As reported in a text message received by regional oncology specialist by surgeon: "this patient who had a stanmore put in...in 2014. He has reached maximal expansion and unfortunately this happened over the weekend (x-ray images show a broken femoral stem). Going to revise this to a stryker adult hopefully tomorrow ((B)(6) 2020). Update 02jul2020 - during clinician review, it was reported that the bone near the resection had massive resorption, osteolysis and radiolucency. (B)(4) was created to investigate loosening at the resection level (collar).